Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported by customer that radical-7 device had no back light. No known impact or consequence was reported.

Manufacturer narrative:
The returned device was evaluated. During this testing, intermittent backlight functionality was observed, rendering the radical-7 display difficult to read. The lcd was found to be defective. The device was capable of engaging in monitoring and was found to visually and audibly alarm during alarm conditions. The lcd was replaced and the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over six (6) years with no previous returns for servicing or other issues prior to the reported event. The device history record (DHR) was reviewed and it was determined that the device met all release criteria.